Event description:
Procedure: inguinal hernia repair. Reportedly, while fitting of a mesh for inguinal hernia, the pin came loose from the trocar, fell inside the patient abdomen and the peritoneum deflated. The pin was retrieved without any surgical intervention and there was no patient injury reported.